Event description:
It was reported to vyaire medical that the vela ventilator displaying xdcr (transducer) alarms. While performing calibrations of the transducers, it was noted that the unit fails on 0 cmh2o when doing exhl diff pressure calibration. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.